Event description:
It was reported that the proximal cone body and metal head were revised for inflammation due to metallic debris. Surgeon will not release any additional information to sales rep.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a metal head 40mm. An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. No additional information will be made available by the surgeon. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.